Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the idler pulleys. There was no material missing and the conductor wires were not exposed. The conduct wire insulation was indented, lifted off, and damaged. The wire was not torn or fully broken. The instrument passed an electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the image revealed possible damage to the pitch cable. There also appears to be insulation damage to the conductor wire. The wires do not appear to be exposed as a result.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed micro-damages on fenestrated bipolar forceps instrument. The customer was able to continue using the instrument to complete the procedure. The procedure was completed with no patient harm, adverse outcome or injury and with no delay.